Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat obstructive biliary syndrome during a cystogastrostomy performed on (B)(6) 2026. During the procedure, an attempt was made to deploy the distal flange of the stent, but due to gallbladder mobility, the flange opened outside the gallbladder. Multiple attempts were made without successful deployment of the flange within the gallbladder. Therefore, the procedure was discontinued. The stent was removed from the patient fully covered by the outer sheath. The puncture site was not closed, and the physician is comfortable leaving the puncture site open. There were no patient complications reported related to this event, and the patient is expected to fully recover. The patient was also referred to another specialty.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat obstructive biliary syndrome during a cystogastrostomy performed on (B)(6) 2026. During the procedure, an attempt was made to deploy the distal flange of the stent, but due to gallbladder mobility, the flange opened outside the gallbladder. Multiple attempts were made without successful deployment of the flange within the gallbladder; therefore, the procedure was discontinued. The stent was removed from the patient fully covered by the outer sheath. The puncture site was not closed, and the physician is comfortable leaving the puncture site open. There were no patient complications reported related to this event, and the patient is expected to fully recover. The patient was also referred to another specialty.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent first flange difficult to position. The complaint device was not returned to boston scientific despite good faith efforts; therefore, product analysis could not be performed. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent first flange difficult to position was due to the physician's manipulation/technique during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned to boston scientific despite good faith efforts; therefore, product analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.